Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that patient experienced infusion set tubing detachment event on (B)(6) 2026. The site of detachment was at tubing connector. The infusion set was in use for two days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.